Manufacturer narrative:
Unit received with blank display due to corroded electronic assembly. Corroded motor assembly noted during visual inspection. Unit also received with cracked case (battery tube). Unable to perform displacement test due to blank display.

Event description:
Information received by medtronic indicated that the insulin pump had crack while swimming. No harm requiring medical intervention was reported. The device will be returned for analysis.